Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and air bubbles were observed in the cartridge tubing. The contact stated that the alarms and air bubbles would occur after one day of changing the supplies. The customer's blood glucose level was high. The customer declined tandem technical support's offer to troubleshoot.